Event description:
It was reported a (B)(6) male patient underwent aortic valve replacement surgery due to stenosis. A 25 mm sjm valve was implanted. Postoperatively, an echo showed a tear on the leaflet edge. The valve was removed and replaced with another manufacturer's valve. The patient is reported to be in intensive care with heart failure. The physician does not allege the event was caused by the device. Additional information has been requested.